Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for low blood glucose levels. The blood glucose level was not reported. The customer stated he needed to adjust the basal rates as they were set too high. Nothing further was reported.